Event description:
The maquet sales territory manager reported that before an endoscopic vein harvesting procedure, his trunk stock hemopro power supply had something rattling inside and when he selected the "on" switch there was no power output. A replacement unit was used to complete the procedure. There was not patient involvement because the product had not been taken into the operating room upon discovery.

Manufacturer narrative:
Investigation results: the visual inspection found a small crack on the case cover near one of the screws on the extension cable connector. When handling the power supply, an audible rattling sound from inside the power supply was heard. A reference hemopro device and extension cord was used during functional testing. Both green leds did not illuminate on the power supply when the on/off switch was turned on. When the hemopro harvesting tool's activation toggle switch was turned on, there was no energy delivered to the jaws after repeated attempts. The reported failure was confirmed. The power supply will be shipped to our OEM for further investigation. A supplemental report will be submitted when the investigation results are received from the OEM.